Manufacturer narrative:
A few photos were shared by the customer, where an ICU medical set #12514-01 and unknown bd devices are observed, both are on a sealed package in additional photo a sealed item #12512-01, microclave is observed as well. However, no damage, anomalies or issues are observed. The complaint of leaks on item 12514-01 cannot be confirmed. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined.

Event description:
The event involved a 7" (18 cm) appx 0.45 ml, pressure infusion (400psig) ext set w/ microclave¿ clear, purple clamp, rotating luer where it was reported that there was leaking in IV's. There were 8 incidences occurred in the inpatient department of the facility within the past two weeks. The reported issue involved difficulty in connecting or tightening the connectors of the device, which resulted in leaking from the ivs it was used with. Evidence of leaks was observed beneath the tegaderm sticker used to cover the IV and connector. There was patient involvement, however, no delay in therapy or human harm reported. This event occurred on 6nw. This captures 2 of 8 occurrences.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. Possible lot number: 13959618 MFR date: 4/1/2024 exp date: 4/1/2029.